Event description:
It was reported that during a gastrectomy, the blade was broken off out of the patient. No error code was displayed. No pieces were left inside the patient. The target tissue was stiff. Another device was used to complete the case. There were no adverse consequences to the patient. Device being returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.